Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00124. This report will be amended when our investigation is complete.